Manufacturer narrative:
Device evaluation was performed by the customer and results are as follows: the customer evaluated the diagnostic logs and found a related error code. Extended self-test (est) and short self-test (sst)was performed. The ventilator was placed in normal ventilation mode for 24 hours and was unable to duplicate the reported issue. The unit was returned to the respiratory department for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator generated a ventilator inoperative (vent inop) error code and stopped delivering breaths to the patient. The patient was placed on an alternate ventilator and there was no injury to the patient as a result of the event.